Event description:
It was reported that the user experienced hyperglycemia with ilet readings up to 351 mg/dl and a fingerstick of 340 mg/dl after the infusion set (teflon inset) detached when the device was dropped; the user reattached the same set, which led to continued elevated glucose until a new infusion site was placed and insulin delivery was resumed. Symptoms included hyperglycemia with a peak of 391 mg/dl. Outcomes included recovery with glucose trending down after the site change and continued insulin delivery, with no alerts, alarms, or medical intervention. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the infusion set had been deployed or reattached incorrectly, resulting in disrupted insulin delivery. It was concluded that user handling of the infusion set caused hyperglycemia and that replacing the set resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.